Manufacturer narrative:
The back light feature functioned properly during testing. No unexpected constant tone alarms or watchdog alarms were noted. The pump was received with a blank display after boot up due to moisture damage on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and operating currents measurements due to the blank display. The pump had a corroded motor home switch and vibrator motor assembly. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went blank after going swimming. The blood glucose reading was 249 mg/dl. The insulin pump had been exposed to fluid in the past with no moisture visible in the insulin pump. The alarm history could not be checked and the self test could not be performed due to the blank display. The customer did call back the next day to report that he inserted a new battery and ran a self test, which passed. However, the back light would not turn off. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.